Event description:
Pk papyrus covered stent systems were selected for treatment of a type iii cs/IV perforation in the mid lad. This is the third of three pk papyrus covered stents that failed to seal in the mid lad. Each is reported separately.

Manufacturer narrative:
Additional event information: the physician then implanted a pk papyrus 3.5/15, a pk papyrus 3.0/15 distally and a pk papyrus 4.0/15 proximally, all in an overlapping manner. The overall maximum pressure applied was 16 atm. However, the perforation could not be sealed. Eventually, another papyrus was placed across the origin of the mid lad just after the takeoff of the 1d with 16 atm and post-dilated proximally with a 3.75 x 18 mm emerge nc balloon. In addition, a 2.5 x 16 mm stent was placed proximally within the diagonal. Final angiogram demonstrated very minimal flow into the lad. There was timi flow 3 in the d1. The affected pk papyrus stent systems were not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) and the product release documentation was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the devices were manufactured according to specifications and fulfilled all the requirements of in?process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the occurrence as both no device- and no procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.